Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was lost to follow-up for approximately two years. Device interrogation found the device had gone into storage mode. The monitoring voltage was 2.18 volts and the charge time was 33.3 seconds. The device had declared end of life (eol) approximately 18 months ago due to charge time. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, the device has not been returned for analysis. This report will be updated should additional information become available.